Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, initially no alarms were observed. The bedside user heard a loud noise, after which the surgeon was unable to control the monopolar curved shears while the instrument indicator was still blue. The bedside user was unable to open and close the jaws of the monopolar curved shears, and after approximately thirty seconds a high-priority alarm occurred. The monopolar curved shears was then removed using the broken instrument procedure and replaced with a new one. Upon inspection, the monopolar curved shears initially appeared intact, however, after removing the tip cover, the cable was observed to be snapped. There was no patient injury.

Manufacturer narrative:
H2) correction: b5; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears, the associated device logs and provided images. Three images were received for evaluation. Two images depicted a monopolar curved shears with a snapped cable. One image depicted the surgeon console screen with a notification stating, "instrument expired: detach the instrument and replace.". Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module (sim) that was attached to arm cart assembly 4. An error code was triggered associated with an instance of a difference in commanded and actual jaw angles and motor position limits. This can indicate a cable break. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws. A drive cable was broken. Functionally, the jaws were not manipulated due to the observed cable damage. Electrical testing was performed and the monopolar curved shears was read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error is understood to be a design issue. The observed cable damage was determined to be the result of an incorrect reliability test method, which prevented the monopolar curved shears from being designed to be durable enough for the intended use. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10: it was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, initially no alarms were o bserved. The bedside user heard a loud noise, after which the surgeon was unable to control the monopolar curved shears (mcs) while the instrument indicator was still blue. The bedside user was unable to open and close the jaws of the mcs, and after approximately30 seconds a high-priority alarm occurred. The original mcs was then removed using the broken instrument procedure and replaced it with a new mcs. Upon inspection, the original mcs initially appeared intact; however, after removing the tip cover, the cable was observed to be snapped. There was no patient injury. Pli-20: it was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, an error message stating ¿straighten and center hand controllers¿ was displayed on the surgeon console (sc) while instruments were being replaced. The error message was acknowledged and dismissed by the user. The procedure was able to continue after dismissing the message. There was no issue associated with the hand controllers. There was no patient injury.